Event description:
Additional information was received from the patient. They reported that even though the wires test were good, the patient thinks that is the reason they brushed through 3 batteries in 3 years. The battery power will be check again on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that cause of the burning out or battery/low was not determined, and they noted a defective unit or bad wires. The actions taken were on (B)(6) 2020 the patient had a pacer placed in (B)(6) 2020 which showed a low battery and on (B)(6) 2020 they had an endoscopy and rechecked the battery strength. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d11: product ID 435135, serial# (B)(6), implanted: (B)(6) 2013, explanted: product type lead product ID 435135, serial# (B)(6), implanted: (B)(6) 2013, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that as of (B)(6) 2020, the battery tested dead. The battery will be replaced (B)(6) 2020. Extensive tests will be performed on the wires, this battery lasted 7 months.

Manufacturer narrative:
Continuation of d10: product ID 435135 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 435135 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-09-21, (B)(4) information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. They reported battery longevity issue. Caller states that every enterra ins they have had has not lasted as long as they would hope. Caller states that they are burning through devices and the doctor is unsure why because their settings have stayed consistent over time caller states that the doctor confirmed the wires are good, but the device is still running through its battery. Caller states that most recently they had their device replaced in january and last week the doctors office found that the battery was already low. Caller states that the doctors office is going to preform an endoscopy first before deciding what to do next. Caller wants to know what could be possibly causing this battery depletion. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.